Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to high pacing thresholds above 5v. The lead was discarded at the hospital. No additional adverse patient effects were reported.